Event description:
Customer reported a no delivery alarm when trying to bolus. Customer's blood glucose was 428 mg/dl. He was able to bolus after troubleshooting. The connected was verified. Insulin exited he tubing when manually pushed. The device did not alarm no delivery during a manual prime. Customer was advised the device is working as designed. In troubleshooting for high blood glucose, the cannula was bent. Customer declined further troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.